Manufacturer narrative:
UDI not available. The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient, implanted in 2000, was re-implanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
It was reported that in-situ measurements carried out on (B)(4) 2015 indicated that the device had malfunctioned.